Manufacturer narrative:
Other applicable components are: product ID 3057 product type screening device product ID 3057 product type screening device replaced device code (B)(4) with (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the leads shorting out was not determined and no actions or interventions were taken to resolve the issue.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, product type screening device.

Event description:
Information was received from a consumer regarding a trial patient. It was reported patient had a burning sensation when they sat. It was noted they felt their leads were shorting out and felt it in their buttocks. No further complications were reported.